Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that over time the patient's implants had fallen down and outward. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis deflation, both implants had fallen down and outward. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 310cc saline breast prostheses when the left breast prosthesis deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical exam. Additionally, it was reported that both of the patient¿s breast prostheses had fallen down and outward. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 405cc gel breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-04972 for the report for the patient¿s left breast prosthesis.